Event description:
It was reported that the customer had an issue with the infusion set tubing leaking. Customer was not getting any insulin and did not realize it. Customer's blood glucose level was 400 mg/dl. Customer tried to treat with the pump but realized that it was leaking. Customer stated that the reservoir cap kinked and was broken and torn. Customer treated with a manual injection and changed her infusion set. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.